Event description:
It was reported that the blood back flowed in a three gang large bore stopcock manifold during infusion. Further described as, the arterial line of a patient was found to be backing up with blood, despite proper positioning of stopcocks and tight connections. Upon inspection, it was discovered that the draw port valve was stuck in a depressed position, leading to the inappropriate backflow of blood. Tubing was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a3a, e4, g2 (add source), h6, h10, h11. Correction: e3. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.